Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole at 2mm proximal to the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was slightly kinked at various locations along its length. This type of damage is consistent with force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10/2.75 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During procedure, it was noted that the balloon ruptured with normal pressure. The ruptured balloon device was completely removed from the patient. The procedure was completed with a 10/3.00 flextome¿ cutting balloon¿ catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 10/2.75 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During procedure, it was noted that the balloon ruptured with normal pressure. The ruptured balloon device was completely removed from the patient. The procedure was completed with a 10/3.00 flextome¿ cutting balloon¿ catheter. No patient complications were reported and the patient's status was good.